Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a high temperature. However, no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character restrictions in block e1 (event site address: (B)(6)). An on-site inspection by an engineer revealed a loud vortex pump noise. After eliminating other sources of noise, the fault was confirmed to be the vortex pump. The device was under warranty and required replacement. The getinge field service engineer (fse) was dispatched to evaluate the unit. Equipment inspection revealed a vortex pump fault and it has been expired and needed to be replaced. The vortex pump was replaced and pressure calibrated. The device passed all factory-specified performance and safety test specifications. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.